Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leakage at septum the nurse was performing a tube puncture on a patient, and at the end of the normal operation, she noticed that there was blood coming out of the adhesive plug, about 1 ml. Immediately replaced the indwelling needle with a new one and calmed the patient down.

Manufacturer narrative:
1. DHR/bhr review (lot 3108427): 1) this batch of products were assembled at intima ii auto line 3 in jun, 2023, and packaged at cfs package line in jun, 2023. Batch size is (B)(4) ea. 2) in this batch, 320pcs were performed septum leakage test in-process test and 32pcs in outgoing test, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Performed septum leakage test for the retained samples of this batch, and no complaint defects are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of this defect could not be determined because there were no abnormalities in the production process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample was received for further testing. The plant will continue to track and trend the issue.

Event description:
No additional information is available.